Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). For the last 2 years they have noticed that their ins is no longer stimulating their spine, but only their lower extremities. Patient does not have a managing health care provider (hcp) at this time. Agent emailed patient physician listings. Agent redirected patient to their hcp to further address the issue and provided the national answering service (nas) phone number.

Event description:
Additional information was received from the pt. Pt reports following up with their hcp and the hcp called the nas phone number on (B)(6) to try to set something up for the patient to have reprogramming done. Agent reviewed information and offered to notify manufacturer representatives via email on patient's behalf.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) clarifying that the stimulation they feel in their lower extremities is undesired. Pt reports that the cause of this change in stimulation was unable to be determined. Pt reports that the plan is for the implantable neurostimulator (ins) to be removed later this month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.